Event description:
On (B)(6) 2014, the reporter contacted animas alleging pump malfunction. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/13/2014 with the following findings: the complaint was unable to be duplicated or confirmed. Review of the black box revealed the pump was never in use. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm.